Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown elastic nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: govindasamy r., gnanasundaram r., kasirajan s., ibrahim s., melepuram j (2018), elastic stable intramedullary nailing of femoral shaft fracture-experience in 48 children. The archives of bone and joint surgery. Volume 6. Number 1. Pages 39-46. (India) this retrospective study aims to evaluate the use of elastic stable intramedullary nail (esin) in surgical management of femoral shaft fractures in children and its complications. Between june 2009 to june 2014, 48 children (30 male and 18 female with age range of 6-16 years old) with closed fractures and grade I and ii open fractures were included in the study. Each patient was implanted with two (2) unknown synthes titanium elastic nails under regional anesthesia. Follow up was at one, two, three and six month¿s interval until fracture union. Complications were reported as follows: postoperatively, two children had asymptomatic proximal migration of the nail, which penetrated the proximal cortex. The nail was removed from the other side. There were no complications reported after the removal. This report is for an unknown synthes titanium elastic nail. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Correspondence with author confirmed the complainant devices are not depuy synthes products, therefore, depuy synthes does not have regulatory reporting responsibility for this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.